Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 14 pro max / ios_16.5.1.

Event description:
It was reported that pump experienced malfunction alarm identified as malf 24, with no notable events occurring before issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.